Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-13207. The pt has two leads from different lot numbers, reporting on both leads. It was reported the patient's ipg replacement surgery, part of a contract from one of the pt's leads broke off. The lead was inserted into the new ipg and impedances were normal postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.